Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was intended to be implanted within a patient on (B)(6), 2010. According to the complainant, during the procedure it was "impossible" to deploy the stent. It was reported that there was no issues with the deployment suture; and the stent was not deployed at all inside the patient. The procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be "ok". Based on preliminary investigation results of "stent partially deployed" this event is now deemed reportable. Additional information received on (B)(6), 2010 stated that the stent was partially deployed outside the patient.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found with black line on display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that there was a line through the display of his onetouch ping meter. The medical surveillance specialist (mss) classified the following complaint based on the customer care advocate (cca) documentation. The patient alleged that the product issue began at approximately 1:05 pm on (B)(6), 2010. It is not known when the patient had tested last and what readings he was obtaining from the alleged meter prior to when the issue started. The cca documented that the patient manages his diabetes with an insulin pump. The patient confirmed that the alleged product issue did not cause him to change his usual diabetes regiment. Twenty minutes after the alleged issue began, the patient claimed that he developed a "headache." The patient denied receiving any medical treatment for his symptom since the alleged issue began. During the troubleshooting session, the cca documented that the patient did not report any misuse on the alleged meter. A replacement meter and supplies were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's reported symptom of a "headache" does not meet lifescan's criteria for a serious injury. The patient also denied receiving treatment as a result of the reported issue. This complaint, however, is being reported because the alleged issue could not be resolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.